Event description:
It was reported the patient had his artificial urinary sphincter pump and balloon was removed and replaced due to unspecified reasons. It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus pump and balloon were explanted and a new aus pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported the patient had his artificial urinary sphincter pump and balloon was removed and replaced due to unspecified reasons. It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus pump and balloon were explanted and a new aus pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.